Manufacturer narrative:
(B)(4). This report involves the same patient as in complaints (B)(4). A batch review will be performed for the potentially associated lot number(s) h13l28036 and h13k07024. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13l28036 and h13k07024. There were no issues detected during manufacturing process. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by fever, abdominal pain, nausea, vomiting, and cloudy effluent. A day after the onset, the patient was hospitalized for the peritonitis. The patient was treated with ampicillin (250mg, four times a day) for the peritonitis. The cause of the peritonitis was unknown. Four days after the hospitalization, the patient was discharged. The patient was recovering from the peritonitis. Dianeal therapy was ongoing. No additional information is available. This is report 1 of 4.